Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The tech found the siderail bracket was bent and the pins damaged. The tech repositioned the siderail bracket and replaced the pins to repair the bed.